Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Customer may not have followed the prompts on the pump and filling the new cartridge at the appropriate time. Additionally, it was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Customer¿s blood glucose was 204 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.